Event description:
The device was returned for air compressor failure. Upon return, the pump started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering pneumatic test assembly, unit passed. The air compressor will be removed and replaced during repair process. No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump problem" no patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.